Event description:
Report received of bleed back while the device was in use. The nurse gave an unspecified drug IV push through an unspecified clave port of the IV tubing. At a later unspecified time, the nurse entered the pt's room and found a small amount of blood leaking out of the clave port. Reportedly, the tubing set was immediately changed. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional information was provided.